Event description:
It was reported that, "the surgeon used a 5.0 biozip anchor on the left shoulder for a rotator cuff supraspinatus tear. The suture (force fiber) broke. The surgeon backed out the anchor using the original trocar tip inserter. He then went in with a 6.5 biozip. When he was tying his knots arthroscopically, the anchor eyelits broke. He then backed out the 6.5. He tried to use an arthry biocock screw and it pulled out. So he did a mini-open procedure and inset another biocockscrew."

Manufacturer narrative:
Additional info will be provided once investigation is completed.